Event description:
Event description guidant received information that during a device replacment procedure, these epicardial leads exhibited noise on the shock channel and shocking impedance that was out of range. This was discovered when testing the leads with this replacement implantable cardioverter defibrillator (ICD). The leads were the suspected cause; therefore, they were capped and will not be returned. A new lead system was implanted, which was not compatible with the replacement device. The device was removed and a new device was implanted. The device was returned with no allegation against its performance.